Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the device. The customer reported that they are waiting for delivery of a replacement part and then they will call the carefusion fsr back to complete the repair and evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is freezing up. The issue occurred during pre-use patient setup. There is no report of patient involvement associated with the event.